Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an advanced evaluation trial patient who was using an external neurostimulator (ens) for urge incontinence. The trial began (B)(6) 2021. It was reported that the patient was lying down because they had a headache. The issue was not resolved at the time of the report. There were no device issues or further patient complications reported at this time. Additional information was received from a friend or family member of a patient. They reported that the patient gets a bad pain in their right side when they lay down. Referred the husband to the patient's clinician. Patient's husband stated they went to the medical center and gave a urine sample because the patient thought they had an infection. They have not heard back yet. The patient has an infection and is taking antibiotics. The patient's husband stated that they are "inhaling" cranberry juice so is voiding more. Patient's husband stated that the patient went to the hospital for a urine test and has an infection and is voiding a lot due to that. The patient is on medicine that is helping.